Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2012. The post-operative course was uncomplicated and the patient was continent. Urine culture performed due to abdominal pain which began post operatively. Following a complete examination on (B)(6) 2021, her family physician makes no mention of any problems related to the previous surgery. The patient consults privately (USA) without further evaluation and wishes to have a complete removal of her urinary band. At this consultation, the patient mentions urinary problems and pain for over 7 years, with no further documentation in her file. It was suggested that the sling be radically removed, without any other form of therapy. Surgery was performed on (B)(6) 2022, and the operative protocol clearly stated that the sling was placed under tension opposite the bladder neck, and that fibrosis was significant. The complication appears to be related to the surgical technique, given the findings. The patient improved after surgery but presented with residual obturator neuropathy on the right side.